Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The physician was notified that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with variable lead impedance and high rate non-sustained episodes. On the presenting electrograms (egm) the rv lead was not capturing. The episodes recorded had an agonal rhythm. The physician contacted the patient's family and is was discovered that the patient had passed. Follow up with the funeral home indicated a cause of death as cardiopulmonary pleurisy, and congestive heart failure (chf).